Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreasing impedance measurements down to 200 ohms with a moderate increase in threshold measurements. This patient is pacemaker dependent. No changes to the system have been scheduled or performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.